Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The analyst noted that electrical resistance and cross continuity test results were within specification. Helix functions and demension were within specification.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead exhibited impedances of greater than 2000 ohms through the analyzer. In addition, it required twenty turns in order to extend the helix. The physician attempted to reposition the rv lead, but to no avail. The physician opted to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).